Event description:
\It has been reported to philips that the azurion 5 m12 system indicated a failure and switched off during a surgery with a patient and did not switch on again. No harm has been reported. It was later indicated that there was an equipment power supply failure. Upon evaluation, it was reported that power cables were loose inside the power board. The cables were tightened, and the device was returned back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log file showed that there were errors in the equipment related to the power supply and the voltage was low. The fse identified that issue was caused due to poor contacts at the power cables inside the power board and distribution box of the hospital mains. The fse reseated and tightened all the electrical connections in the distribution box of the hospital mains. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.